Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the device's replaced the machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly due to contamination. The device's software was uploaded. Unit passed final repair test.